Event description:
The peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service that this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 following ultrafiltration issues at home. The patient¿s peritoneal effluent fluid appeared cloudy, so laboratory specimens were obtained and tested in the outpatient clinic. Peritoneal effluent fluid cultures presented with no growth and a white blood cell (wbc) count presented 810/mm3. The patient was diagnosed with peritonitis that was suspected to be attributed to multiple breaks in aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was not initially hospitalized for this event and prescribed intraperitoneal (ip) ceftazidime at 2000 mg ip daily and two doses of ip vancomycin at 2000 mg. A vancomycin titer was obtained three days after administration of their 2nd dose of vancomycin; however, the patient was hospitalized on (B)(6) 2025 for an unknown reason. The patient was initially able to undergo pd therapy (exact modality not reported) but was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) through a central vascular catheter (placed during this admission) after it was determined that they had persisting ultrafiltration issues. Additionally, the patient¿s pd catheter was removed during this hospitalization. The patient was discharged from the hospital on (B)(6) 2025 and received intravenous antibiotics through their in-center hd clinic post-discharge. It was confirmed the patient¿s peritonitis and hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). It is believed the patient continues hd therapy on an in-center basis following this event.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis can be attributed to multiple breaks in aseptic technique during ccpd therapy as reported to by a medical professional. Though effluent cultures yielded no organism, a reduction in symptoms in response to antibiotic therapy under hospital care and in-center hd provided evidence of a resolving peritonitis infection. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service that this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 following ultrafiltration issues at home. The patient¿s peritoneal effluent fluid appeared cloudy, so laboratory specimens were obtained and tested in the outpatient clinic. Peritoneal effluent fluid cultures presented with no growth and a white blood cell (wbc) count presented 810/mm3. The patient was diagnosed with peritonitis that was suspected to be attributed to multiple breaks in aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was not initially hospitalized for this event and prescribed intraperitoneal (ip) ceftazidime at 2000 mg ip daily and two doses of ip vancomycin at 2000 mg. A vancomycin titer was obtained three days after administration of their 2nd dose of vancomycin; however, the patient was hospitalized on (B)(6) 2025 for an unknown reason. The patient was initially able to undergo pd therapy (exact modality not reported) but was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) through a central vascular catheter (placed during this admission) after it was determined that they had persisting ultrafiltration issues. Additionally, the patient¿s pd catheter was removed during this hospitalization. The patient was discharged from the hospital on (B)(6) 2025 and received intravenous antibiotics through their in-center hd clinic post-discharge. It was confirmed the patient¿s peritonitis and hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). It is believed the patient continues hd therapy on an in-center basis following this event.